Event description:
On (B)(4) 2016, an operative report was received for review. The operative report indicated that a subependymoma was resected from the fourth ventricle on (B)(6) 2015. Five days after surgery, the patient developed nausea and vomiting that were refractory to therapy and was diagnosed with a pseudomeningocele. At that point a revision surgery was indicated. On (B)(6) 2016, a revision with duraplasty was performed. It was found that below the subcutaneous tissue there was fluid accumulation. The xenograph was visualized and appeared to have a hole to the left but the seams were not dehiscent. A new bovine pericardium was implanted. The patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
Rti surgical, inc. (Rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti, received a complaint on (B)(6) 2016 reporting that a tutopatch bovine pericardium was used as a dural replacement and it dissolved post-operative. The surgeon told the sales representative that he thinks the milieu was the cause for the post-operative reaction. Additional information has been requested. To date, no additional information has been provided.